Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k083689, k142596, k191910.

Event description:
According to the complainant: "at 6:33 pm, medication was administered and programming was done for infusion of methylprednisolone to be received over 3 hours (total volume: 266 ml - 88.66 ml/h). In the first hour of infusion, all the medication had already finished